Event description:
It was reported that a malfunction occurred on the pump due to a low battery. The impact on the customer's blood glucose level was unknown as the customer declined to answer. The customer contacted technical support, who provided instructions to reset the pump. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump and to report any further issues.